Event description:
The customer reported that while a patient was on telemetry, the patient went into ventricular standby and the device did not alarm at the time of the incident. The staff states that it was almost 10 minutes before it started to alarm and show in alarm review.

Manufacturer narrative:
It was reported that while a patient was on telemetry, the patient went into ventricular standstill and the device did not alarm at the time. The staff states that it was almost 10 minutes before it started to alarm and show in alarm review. The field service engineer (fse) and solutions center representative went onsite to perform testing of the device and found the system alarming on command and performing to specification. Strips showed the patient did have a pacemaker and pacing detection was appropriately turned on for the pt. The pt had a marked change in rhythm between 01:36 and 02:36 and red alarms were noted in the logs beginning at 02:42. Interviews with the site's chief nursing officer (cno) found that though staff initially indicated that no earlier yellow alarms had sounded, that this was in fact incorrect as they found evidence in the stored alarms that multiple yellow alarms had occurred and other staff admitted to hearing yellow alarms occurring prior to the patient code. These early yellow alarms were not fully attended to though as staff responded to the pt room at 02:42 when the first red alarm occurred and proceeded to attempt to resuscitate the patient. The patient expired. Based on review of the strips, logs, performance testing, and comments from the fse and customer, there is no information that supports that any device malfunction occurred.